Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part tft30101, lot e17di0165: release to warehouse date: july 10, 2017. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the trial inserter sh connection was received assemble with tft20101 b tlif trial inserter knob sh connection. The distal tip of the received inserter pin was broken and was stuck inside the trial inserter. The part and lot numbers on the received inserter pin was observed to be part tft30101 lot e17di0165. The differences in the part/lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. No other issues were identified with the returned device. During the functional test, the knob connection component was failed to disassemble from the inserter due to broken inserter pin. No dimensional inspection can be performed due to post-manufacturing damage. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed for the tft20101 trial inserter sh connection as the knob component was unable to disassemble from the implant inserter connection but the complaint condition cannot be traced to the device as no issues were identified and the tft30101 c tlif implant inserter pin was broken inside the tft20101 inserter sh connection. The tft30101 c implant inserter pin is compatible with the tft20101 trial inserter as both the tft20101 trial inserter pin and the tft30101 implant inserter pin has same dimensions. The commingled components indicates that the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. There is no indication that a design or manufacturing issue has caused the complaint condition but the root cause for unable to disassemble was because of the broken implant inserter pin stuck inside the trial inserter connection. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a mini-open transforaminal lumbar interbody fusion (tlif) procedure, there were difficulties inserting a conduit tlif cage. The cage broke and was stuck at the inserter. The procedure was successfully completed by removing the broken product and inserting another cage. There was a surgical delay of ten minutes. There was no patient consequence. It was further reported that the received trial inserter connector and knob were used in the procedure and did not function correctly. Concomitant devices reported: unknown cage/spacer. (Part # unknown, lot # unknown, quantity 1); trial inserter (part tft20101, lot e17di0164, quantity 1) this report is for one (1) implant inserter sh connection. This is report 3 of 3 for (B)(4).